Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized for hypoglycemia. Upon follow up the patient's nurse, it was stated that the patient was hospitalized for decrease in blood glucose and decrease in potassium on (B)(6) 2018. Treatment rendered at the hospital was dextrose and potassium supplements. Patient was diagnosed with peritonitis during hospitalization on (B)(6) 2018, due to touch contamination. White blood cell count performed was 437, and a peritoneal effluent culture yielded staphylococcus epidermidis. Patient was given cefazolin to treat peritonitis. The patient continued peritoneal dialysis with no issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized for hypoglycemia. Upon follow up the patient's nurse, it was stated that the patient was hospitalized for decrease in blood glucose and decrease in potassium on (B)(6) 2018. Treatment rendered at the hospital was dextrose and potassium supplements. Patient was diagnosed with peritonitis during hospitalization on (B)(6) 2018, due to touch contamination. White blood cell count performed was 437, and a peritoneal effluent culture yielded staphylococcus epidermidis. Patient was given cefazolin to treat peritonitis. The patient continued peritoneal dialysis with no issues.

Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized for hypoglycemia. Upon follow up the patient's nurse, it was stated that the patient was hospitalized for decrease in blood glucose and decrease in potassium on (B)(6) 2018. Treatment rendered at the hospital was dextrose and potassium supplements. Patient was diagnosed with peritonitis during hospitalization on (B)(6) 2018, due to touch contamination. White blood cell count performed was 437, and a peritoneal effluent culture yielded staphylococcus epidermidis. Patient was given cefazolin to treat peritonitis. The patient continued peritoneal dialysis with no issues.

Manufacturer narrative:
Clinical evaluation: there is no documentation to show a causal relationship between the event of hypomagnesemia, hypokalemia and peritonitis with hospitalization and the liberty select cycler or cassette. Additionally, there is no allegation of a malfunction related to this event. There is however a temporal relationship between pd therapy and the hypomagnesemia, hypokalemia and peritonitis. The patient had a pd catheter malfunction and it is unknown how long this effected pd therapy. The probable cause of the peritonitis is touch contamination as evidenced by the culture result of staphylococcus epidermidis although the patient¿s family denies any breach in aseptic technique according to the discharge summary.